Event description:
A customer contacted beckman coulter inc. (Bci) in regards to smoke being released from the au640 chemistry analyzer. Patient result or customer was not impacted by this event.

Manufacturer narrative:
The customer was performing qc on the instrument and received cuvette wash unit error; however the customer disregarded the error message. The (B)(4) online help instructs the user to remove obstruction if present and contact tech support; however, the customer reset the instrument with no action and proceeded to re-run qc. The customer immediately noticed the flame and smoke at the top rear of the instrument and contacted call center. A bci field service engineer (fse) investigated the flame/smoke and concluded based on his assessment that the flame appeared to have caused by a leak from tubing leading to di/detergent dispense manifold, which may have shorted the board. Fse assessment is based on the location of the flame. Although leak is a likely contributor to this event, a clear root cause can not be determined.